Event description:
It was reported that they were recharging their ins last night when the controller screen went blank and stopped responding. Patient tried different buttons but controller didn't respond at all but there was a green light during the call patient took out the li battery pack and confirmed there was no damage with the controller port, recharger, battery compartment/pack pins. The patient plugged in the ac power supply and confirmed there was a green light. Patient plugged in the controller to the ac power supply without the li battery pack and confirmed it did turned on. Patient put the li battery pack and there was a green flashing light. Patient recharge the ins and got excellent quality. The controller was at 40%. The troubleshooting steps that were taken on the call resolved the issue. Patient representative and patient called back repeating information from previous call and that the issue was not resolved. Caller took over the call and reported that the controller is still not working and all the programs are gone; caller added that the patient was fully charged yesterday and when they went to place the recharger on it wiped out all of the programs and drained the battery quick. Patient stated they have groups a-c and should be on c for stimulation that they want; patient added that when they hit okay to be on group c they get a message saying stimulation is off and then they are not stimulating when they are supposed to be. Agent had patient unlock the controller and read the battery percentages; patient said controller was 80% and the implant was 70%. Patient noted that they were plugged into the ac power supply cord on the call; agent had patient unplug and then hit the stimulation on/off button. Patient turned stimulation on and agent had patient verify that stimulation was on; patient verified and that they felt the stimulation. Agent had patient start a charge session and they were recharging excellent but shortly after got the finished message when the implant was not fully charged. Patient mentioned that both devices were at 70% and that this all started yesterday; caller added the patient did not get to 100% yesterday but was getting the finished message. Patient mentioned that the last lady they spoke to told the patient they need to charge every 6 and a half days and that's what the patient was doing. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.